Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the downloaded device data and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.